Event description:
It was reported by the customer that a bd pyxis medstation es auxiliary system had a failed full height cubie drawer, which hindered users from accessing the medication. This malfunction caused a delay in therapy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a failed full height cubie drawer. A field service engineer replaced open close sensor and slide rail on full height cubie drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had a full height cubie drawer failure. A field service engineer replaced the open-close sensor and the slide rail of the full height cubie drawer to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a full height cubie drawer failure, which hindered users from accessing the medication. The customer stated that there was no delay in patient care, as the medication remained accessible through the in-patient pharmacy. There were no adverse events or injuries reported based on this incident.